Manufacturer narrative:
Product event summary: the mapping catheter, (B)(4) with lot number 217075346, was returned and analyzed. Visual inspection of the mapping catheter showed the insert at the lemo connector was detached. In conclusion, the reported shaft kink was not reproduced. The mapping catheter did not fail the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was kinked, and therefore was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.